Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis revealed no anomalies. The charger profile shows that the charger to ipg coupling was poor on multiple occasions and the charger thermistor triggered often which prolonged charging times. The device was working as expected. The patient underwent a revision procedure wherein minor adjustment was done on the pocket site to optimize charging. No device malfunction was suspected. The patient was doing well postoperatively.